Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements. There was no noise observed. Troubleshooting was discussed with the health care professional (hcp). No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).